Event description:
It was reported that, after an r3-tha construct had been implanted on the patient¿s left hip on (B)(6) 2010, the patient experienced elevated metal ion levels in blood, pain in her left hip, slow progressive osteolysis and tightness of the hip. A revision surgery was conducted on an unspecified date to treat these complications. During this surgery, her doctor observed that the trunnion had ¿some blackened markings consistent with a diagnosis of trunnionosis¿, and that there was some caseating type of necrotic tissue around the proximal femur with some proximal bone loss, consistent with a diagnosis of trunnionosis. The synovium tissue around the acetabulum was also observed to be ¿consistent with adverse local tissue reaction secondary to trunnionosis¿. The identity of the explanted devices during this procedure and the prosthesis implanted in exchange is not known. The patient is slowly recovering from this intervention, has been undergoing physiotherapy treatment and has been experiencing ambulation difficulties.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that the bilateral patient underwent a left side revision surgery due to elevated metal ion levels, pain, progressive osteolysis and tightness of the hip. The devices, used in treatment, are not available for analysis. A review of the complaint history for the r3 liner, r3 shell, modular head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner, modular head and stem. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Following the review, prior applicable escalation actions were identified and confirmed to reduce any associated risks as far as possible. It was confirmed that the listed batch was manufactured before the aforementioned actions were implemented. Therfore no further escalation actions are required. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Any identified risks are reduced in severity / occurrence / detection as far as possible. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The reported pain, elevated metal ions, fluid collection and operative findings of trunnionosis may be consistent with the reported pseudotumor and metallic debris; however, with the information provided the clinical root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the reported events cannot be determined with the limited information provided. Based on the available information we can confirm the reported complaint; however without further deails our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.